Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that during the impella cp insertion it was noted a kinked in the cannula just above the outlet window on fluoro after inability to achieve flows above 1.1l/min. The impella cp was removed and before placement of the second cp, the peel away sheath was noted to appear flared in the mid segment. The sheath was exchanged. There was no harm to the patient.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical and product damage (cannula kink) has been completed. Introducer and pump were returned for investigation. The sheath was found to be kinked right in the center. Details of angle insertion is unknown but the 2nd sheath was successfully implanted. Therefore, the root cause of the introducer damage - mechanical issue was a introducer sheath kink due to improper technique. During pump investigation, a kink was observed on the cannula near the motor end of the pump. Data logs confirm low flows. Therefore, the root cause of the low flow issue was a kinked cannula due to patients diseased vessels.